Event description:
It was reported that the device exhibited a ¿cassette not attached¿ alarm. Per reporter when the same cassette was attached to a different pump, no alarm occurred. It is unknown if there was patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Received one device. The complaint was replicated through a no disposable alarm test. The cause of the reported issue was due to a collapsed upstream sensor. The reported issue was resolved by replacing the upstream sensor and seal. Device passed all functional and delivery tests after repair activities were completed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.